Manufacturer narrative:
The impella device was not returned for evaluation. Upon completion of the investigation a supplemental report will be submitted. This report is being filed as part of a retrospective review of historical records. Instructions for use for the related event are as follows: ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿

Event description:
The user facility reported a 64-year-old male in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. The complainant reported during placement the pigtail was removed and impella cp was backloaded onto the .018 wire. Dr. Drew an abg from oscor sheath and clot was noted in aspirated blood. It was reported that no pulses were noted in feet. Potassium remains over 7 so decision made to perform dialysis to wash and clean patient blood but not pull off volume at this time. Patient was given 2 units of prbcs and 1 pack of platelets. Left leg mottling was much worse and now right leg was starting to mottle as well.

Manufacturer narrative:
Additional information provided in h6 and h10. The investigation into the reported issue has been completed. No device was received for evaluation. Device history record review confirmed that the pump passed all post-sterile inspection checks. Due to the limited clinical information and lack of available data/product the root cause of this investigation is not determined. This report is being filed as part of a retrospective review of historical records.